Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that no change in device settings were made when the new pump was implanted, including bridge boluses or catheter aspiration. The timing of the personal therapy manager (ptm) dose of 4 ,954mcg delivery was unclear to the rep at this time. The rep could not confirm that the patient was overdosed. The case was done on (B)(6) 2024. The rep got a call from the office on (B)(6) 2024 and followed up with the physician at the hospital. The hospital physician indicated that the patient was fine and they were just there for the alarming. The rep offered to go to the hospital. The hospital physician declined and stated that there was no need. The office asked for changes to be made at that time. The pump was noted to be alarming at 5pm on (B)(6) 2024 and they were placed to minimum rate. The patient was fine at that time, and they were fine and alert at 7pm on (B)(6) 2024. On the morning of (B)(6) 2024, the patient was stable as well. At an unspecified time, another rep was reported to have put in a daily dose reduction. The cause of the depleted reservoir was unclear to the rep. They were notified six days later that the pump was alarming and placed to minimum rate. The cause of the ptm bolus dose error was unknown.

Event description:
Additional information was received from the a nurse of the patient's managing physician. It was reported that the overdose was not confirmed. On (B)(6) 2024, the patient's admitting diagnosis of a fib, possible chf, hypoxic respiratory failure, and metabolic acidosis. A cardiac and pulmonary workup, as well as fluid resuscitation, was completed at the hospital to stabilize the patient. The patient was discharged home on (B)(6) 2024. The incorrect programming was relevant to the overdose; however, the hospital records did not reflect overdose. The physician was uncertain on what date the patient experienced withdrawal. Fluid resuscitation and symptomatic treatment were given with respect to the reported withdrawal. The current status of the patient was stable and good. The current status of the device was infusing but at a lower dose for both continuous and the ptm.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the implanting physician. It was reported the cause of the empty reservoir was the incorrectly programmed ptm dose. The ptm was programmed to give the original maximum daily dose when a bolus was requested. The pump was programmed correctly then put into minimum rate to resolve the event. The overdose/withdrawal symptoms were resolved, and the patient was admitted to the hospital for treatment and observation. Additional information was received from a manufacturer representative (rep). It was reported that the patient was transferred to rehab on (B)(6) 2024 and the rep was called because the pump was alarming. At that time, the rep believed that there was still medication infusion and the alarm was indicative of the elective replacement indicator (eri) instead of a pump malfunction. At that time, the rep did not believe that the patient was in withdrawal, but it was unknown if the patient experienced withdrawal subsequently. The rep was unaware of any medication history. The pump was subsequently refilled the following wednesday ((B)(6) 2024). The patient was reported to be doing well and was stable, and the device was believed to be infusing with no patient issues at this time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_prog, product type: 0202-programmer physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving sufentanil (concentration 10000mcg/ml at dose 1500mcg/day), bupivacaine (concentration 20mg/ml at dose 2.999mg/day), and clonidine (concentration 1000mcg/ml at dose 150/0mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient's pump was replaced on 2024-mar-05. The ptm dose (understood to be the bolus dose) was supposed to be 350mcg, but the dose that was put into the pump was 4954mcg. The patient experienced overdose symptoms and was admitted to the hospital. The patient was eventually stable and transferred to a rehab unit. At that point the patient started experiencing withdrawal symptoms. The pump was interrogated on 2024-mar-08 and it was discovered that the pump's reservoir was completely depleted. The pump's ptm dose was corrected and the current reservoir volume was given to the managing physician. The patient was currently in the ER on a bipap machine, with withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient's weight was asked but unknown. The patient's medical history included afib. The patient status was alive with injury.

Event description:
Additional information received from a company representative (rep) reported the patients pump was put in minimum rate mode on 2024-mar-09. Sufentanyl 70mcg/day, bupivacaine 0.140 mg/day, clonidine 7 mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.